Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (concentration: 20 mg/ml, dose rate: 4.9 mg/day) and marcaine (concentration: 20 mg/ml, dose rate: 4.9 mg/day) via an implantable pump for non-malignant pain. The physician assistant who was managing the patient¿s pump reported that the patient experienced erosion of the pump through the skin and that it been infected for ¿like 6 months on and off¿. The date (B)(6) 2020 is considered an approximate date of event (specified year known only). The password to program pump off permanently was requested. The pump off password was provided at the time of the report. No further patient complications have been reported as a result of this event.